Event description:
It was reported that during an iliac procedure a dissection occurred. The 75% stenosed lesion was located in the distal aorta. The vessel diameter was at least 8mm. The 2cm peripheral cutting balloon was inflated two times to 10 atms for 15 seconds. The balloon was then deflated by pulling negative. Difficulty was encountered during removal of the 2cm peripheral cutting balloon through the non-bsc 7fr sheath, and sheath damage and a dissection of the femoral artery occurred. Manual pressure was applied to the dissection site until access was gained from the other side and a balloon was inflated to create hemostasis. Patient was taken to surgery, where the dissection was fixed. Following surgery patient status is fine and no further complications have been reported.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Device evaluation by MFR: a visual examination of the cutting balloon device found that the returned balloon had evidence of being inflated with blood present in the balloon and shaft. The device was attached to an encore inflation unit, and it was inflated to its rated burst pressure (rbp) and on microscopic examination of the balloon no issues were noted on the balloon or the blades. No other damage was noted on the device. A 7fr sheath was returned with the device and on visual inspection, it was found that there was a split up the entire length of the sheath to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is use/user error as the device was not used in accordance with the directions for use. The peripheral cutting balloon catheters are indicated for pta of obstructive lesions of synthetic or native arteriovenous dialysis fistulae only, not the distal aorta.

Event description:
It was reported that during an iliac procedure a dissection occurred. The 75% stenosed lesion was located in the distal aorta. The vessel diameter was at least 8mm. The 2cm peripheral cutting balloon was inflated two times to 10 atms for 15 seconds. The balloon was then deflated by pulling negative. Difficulty was encountered during removal of the 2cm peripheral cutting balloon through the non-bsc 7fr sheath, and sheath damage and a dissection of the femoral artery occurred. Manual pressure was applied to the dissection site until access was gained from the other side and a balloon was inflated to create hemostasis. Patient was taken to surgery, where the dissection was fixed. Following surgery, patient's status is fine and no further complications have been reported.